Event description:
It was reported that the ventricular lead had high threshold at 3.0v @1.0ms. The lead remains in use. No patient complications were reported as a result of this event. It was also reported that the atrial lead was showing far-field sensing and capture of 0.75v @0.40ms. That lead also remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead had high threshold at 3.0v @1.0ms. The lead remains in use. No patient complications were reported as a result of this event.